Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient was undergoing a procedure on (B)(6) 2018 for a scs trial. During the trial physician was unable to access the epidural space with needle due to patient¿s scar tissues from previous procedures and physician opted to abandon the trial procedure.